Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 08/13/21. An investigation is in progress for returned product received on 08/20/21.

Event description:
Plunger part going inside vagina [foreign body in reproductive tract]. Stick piece of the applicator that has the string through it has not been catching on the other half of the applicator, causing it to go inside of me [device deployment issue]. Case description: consumer reported via e-mail that plunger part of the applicator is going inside of her. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Plunger part going inside vagina [foreign body in reproductive tract].stick piece of the applicator that has the string through it has not been catching on the other half of the applicator, causing it to go inside of me [device deployment issue].consumer reported via e-mail that plunger part of the applicator is going inside of her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Plunger part going inside vagina [foreign body in reproductive tract]. Stick piece of the applicator that has the string through it has not been catching on the other half of the applicator, causing it to go inside of me [device deployment issue]. Case description: consumer reported via e-mail that plunger part of the applicator is going inside of her. No serious injury reported.